Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips remote service engineer (rse) assisted the customer on this issue. The philips rse dispatched a philips field service engineer (fse) to the customer site for this issue. The philips fse evaluated and confirmed there was continuous ventilator service required error occurring on the device. The philips fse evaluated and determined the found the issue was being caused by the oxygen blending module (obm) printed circuit assembly (pca) board. The philips fse cleaned the obm pca board and changed the pollen filter to address this issue on the device. After cleaning the obm pca and changing the pollen filter, the philips fse found the device working properly at the customer site.